Event description:
The customer reported being in the hospital due to diabetes related. The blood glucose reading at time of call was 300mg/dl. Troubleshooting was not declined as customer stated that she had another important call coming. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.